Manufacturer narrative:
(B)(4). Date of event: unknown. Of the 1 devices reported, there were no devices were received for evaluation. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 1 actual devices for clip formation. This event occurred during use by a healthcare professional.